Event description:
The reporter stated that the pump over infused. The unit was porgrammed to deliver 0.2ml/hr for 24 hours with a bd 5cc syringe. The reporter stated the pump finished the infusion several hours early and sounded occlusion alert. No patient injury or treatment was associated with this event.